Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy. According to the reporter: after removal from patient, device was inserted again. However, found it could not move and the both sides of black plastic parts at the bottom of five wings got broken into four parts and they fell into the cavity. Confirmed all of them could be retrieved successfully. No patient harm.